Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire was stuck in the catheter when the physician tried to remove the guidewire after the catheter was inserted into the vessel. Therefore, the catheter and the guidewire were removed together and another kit was used to complete the procedure. There was no reported patient injury. On 10/1/2018- returned wire was unraveled.

Event description:
It was reported that the guidewire was stuck in the catheter when the physician tried to remove the guidewire after the catheter was inserted into the vessel. Therefore, the catheter and the guidewire were removed together and another kit was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty removing a guidewire is confirmed and was determined to be use related. One 0.035 in. J-tip guidewire was returned for evaluation. An initial visual observation showed the guidewire was bent and unraveled and the core wires were observed to be broken. Blood residue was observed on the guidewire. A microscopic observation revealed the break sites of the core wires were tapered with a granular surface texture, which is characteristic of tensile failure caused by excessive pulling force on the guidewire. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.